Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that while using the zimmer ats 1200 in three separate events, there was air loss while in use. The third event, the staff felt it was a machine issue, it dumped immediately. Additional clinical follow up with the hospital indicated that a zimmer re-usable "double" cuff was used for the procedure. The size and style were not provided. There were no irregularities noted by staff during pre-procedure power-up/self check of the ats or during inflation. The nurse also stated "the cuff failed after being inflated for a time under 30 minutes." There was no error message noted when the unit decompressed and alarm started." The first of the three customer reported events was stated to have occurred during a procedure for repair of carpal tunnel syndrome using bier block anesthesia. The nurse stated there was an increased blood loss noted and a risk of lidocaine toxicity. The pt was not at great risk to received blood. There was no alternate ats unit available for substitution on the procedure.